Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced oversensing. An invasive procedure was performed and the physician elected to explant the device and implant a new bipolar rate sensing lead. It's assumed the the rate sensing portion of the transvenous defibrillation lead was capped and the high voltage portion remains implanted. Cpi will analyze the ICD when returned.